Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive and the image processor were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that, when fluoroing, the sys gave a big white screen and required a reboot to recover functionality. There is no report of pt injury.